Manufacturer narrative:
B2-required intervention to prevent permanent impairment/damage (devices). B5- the reporter indicated that a 13.2mm micl 13.2 implantable collamer lens of -8.0 diopter lens was wasted on (B)(6) 2021. No further information provided. No patient contact cannot be confirmed. It is unclear if this was an intra-op removal with lens replacement used. D6a: (B)(6) 2021. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unk. (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2 implantable collamer lens, -8.0 diopter lens was wasted. This occurred on (B)(6) 2021 attempts to obtain additional information have not been successful.